Event description:
Consumer called to report inaccurate readings with their meter when comparing readings to another meter. Analysis run on clark error grid using competitive reading (44, 267, 237, 56) as ref. Point vs. Bd reading (93, 377, 243, 83) yielded some data points in the c/d range of the grid, outside acceptable limits.